Event description:
The rep reported the healthcare provider/facility reported there had been about 7 or 8 recent incidents of infections involving nevro scs devices. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".